Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that the device is sticking out, the skin around it is gone. Patient thought something wasn't right because when she put hand back there, it was sticking out and it was bleeding and everything. Patient's daughter took a picture and mentioned patient gets staph infections easily. Later, patient called and stated that the device is no longer connected. No further complications were reported.